Event description:
It was reported that a pericardial effusion occurred in the right atrium. It happened as the doctor slipped back into the right atrium during the examination of the left atrium. When trying to get back into the left atrium, the right atrium was perforated. In addition, a puncture of the right ventricle occurred when trying to lay a second sheath for pericardial puncture. Both sheaths could be pulled out again. The patient was moved to the intensive care unit (ICU). The pericardial puncture was not under ablation, the force display was correct (high pressure was displayed and the system flickered red.) Doctor was informed by the clinical account specialist about the high pressure. However, since the doctor wanted to get back to the other side through the transseptal puncture, high pressure did not seem unusual. Patient consequence description was pericardial effusion in the right atrium, puncture of the right ventricle due to the attempt to place a second sheath for the puncture of the pericardiai effusion. Action taken for procedure was two sheaths were used to puncture the pericardiai effusion of the right atrium. Protamine and a blood bag were administered. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).